Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). A break in aseptic technique occurred (date not reported), described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On (B)(6) 2011, the patient received a loading dose of tobramycin (80mg, ip) and reflin (2gm, ip), followed by tobramycin (40mg, once daily, ip) an reflin (150mg, once daily, ip). At the time of reporting, the event of peritonitis was resolving and the patient continued remedial therapy with tobramycin and reflin. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Dianeal pd2 ultrabag therapy continued. The nurse believed that the event of peritonitis was caused by a break in aseptic technique, and unrelated to dianeal pd2 ultrabag therapy. The nurse did not comment on whether the event of break in aseptic technique was related to dianeal pd4 ultrabag therapy.